Manufacturer narrative:
Device evaluated by MFR.: nc emerge mr, ous 2.50mm x 12mm was returned for analysis. A visual and tactile examination of the hypotube shaft found no issues and no kinks or damages found on the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified a leak coming from the pinhole 4mm proximal to distal markerband. No issues identified during microscopic examination of the extrusion shaft. Microscopic examination of the tip identified the distal section was deformed. Leakage testing was performed, an inflation device was attached to the device and the balloon was inflated to rated burst pressure, however, a leak was noted coming from the pinhole 4mm proximal to distal markerband. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on 09-apr-2025. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, it was noted that it failed to cross the lesion. The procedure was completed with a different device. There was no patient complications reported. Patient was stable. However, returned device analysis revealed balloon pinhole.